Manufacturer narrative:
A replacement glidescope core smart cable and glidescope video baton 2.0 large were provided to the customer and the reported smart cable and video baton used during the event were returned to verathon for evaluation. A verathon technical service representative evaluated the returned devices and was able to confirm the reported issue. Upon visual inspection, the reported damage to the customer's video baton was confirmed as plastic was found missing from its lens cover. When connecting the video baton to known, good, test verathon equipment and manipulated, the image produced a split screen and horizontal green lines appeared. The video baton failed verathon's device functionality testing. Next, when connecting the customer's smart cable to known, good, test verathon equipment, no failures were found. The issue was isolated to just the video baton. The glidescope operations and maintenance manual (omm) notes that, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of the evaluation, both the video baton and smart cable were scrapped as the devices were already replaced prior to their return to verathon for evaluation and there being no repairs available for these devices. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, lines appeared in the image when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient was reported.